Manufacturer narrative:
Additional information: event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, cardiosave intra-aortic balloon pump (iabp) was overheated. There was no patient involvement.

Manufacturer narrative:
Getinge field service engineer (fse) was dispatched to evaluate the unit. The fse check log files, unit last power up was on (B)(6) 2024 no overheating log files occured on this unit. Performed system functional check and run on clinical mode. Result tested pass iaw factory specifications unit handed to user.

Event description:
N/a.